Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro it was noticed the energy within the sheers remained active as if the fuse were blown. They had to disconnect from the power source in order for the burning to stop. Hospital did not report any damage or harm to the patient. The product did not look damaged from the exterior, its integrity remained intact. The hospital disconnected the hemopro energy cord and discontinued its use. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. Charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on the jaws was observed to be intact with no cracks nor delamination. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it activated when the power was switched on. The cable connection was manipulated and the device remained activated. As per the instructions in the IFU, the toggle was moved away from the most proximal position but the device still remained activated. The cable was disconnected and the handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined. No residue or contamination was seen on the switch. Based on the returned condition of the device and the results of the evaluation, the reported failure "device remains activated" was confirmed. The analyzed failure "material twisted/bent" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro it was noticed the energy within the sheers remained active as if the fuse were blown. They had to disconnect from the power source in order for the burning to stop. Hospital did not report any damage or harm to the patient. The product did not look damaged from the exterior, its integrity remained intact. The hospital disconnected the hemopro energy cord and discontinued its use. The hospital did not report any patient effects.